Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: without atcd = without medical history. Is the lot number of the device available? Unk. What were the indications for surgery? Complicated sigmoid diverticulitis with chronic pain were there any issues experienced with the device in the initial surgical procedure? Unk. What healthcare professional fired the device and what is his/her experience with the device? The healthcare professional who fired was used to use the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts was complete and circular. Was a complete transection of the white breakaway washer visually confirmed? Unk. Was a leak test performed? If so, what was the result? No. How many days postoperative did the leak occur? 8 days. How was leak identified? Clinically and with a scan. Was the disunity addressed directly in addition to performing a colostomy? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No, none issue noted. How many days postoperative was the intraperitoneal abscess identified? Unk. Where was the abscess in relation to the staple line? Around the staple line, lateralized on the right : the staple line was opened on the half right part. How was the abscess treated? Hartman. Is the colostomy temporary or permanent? Temporary. Does the surgeon believe that there were any patient tissue factors that led to the leaks? No because the patient was relatively young (54 years old) without comorbidity. What is the current status of the patient? The patient is stable. A recovery must be programmed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What is meant by ¿atcd¿? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? Was the disunity addressed directly in addition to performing a colostomy? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How many days postoperative was the intraperitoneal abscess identified? Where was the abscess in relation to the staple line? How was the abscess treated? Is the colostomy temporary or permanent? Does the surgeon believe that there were any patient tissue factors that led to the leaks? What is the current status of the patient?

Event description:
It was reported that during a sigmoidectomy procedure on a patient without atcd, peritonitis in post-op with recovery. Disunity of more than half of the circumference of the anastomosis (coeliac and rectal end seem well vascularized) : a colostomy was made. Recovery of the patient a second time for intraperitoneal abscess.